Manufacturer narrative:
Customer returned 1 broken file in autoclave bag from lot# 0000222523. Using microscope visually checked file. No manufacturing defects or markings noted on file. The file is broken halfway up the flutes, approximately 7mm from the tip. Due to the condition in which the file was returned, no additional testing can be performed. No unused files returned. Root cause unknown. Nothing unusual to report was found during DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold prime file broke during use. The event outcome is unknown as of this MDR evaluation.